Manufacturer narrative:
On 3/23/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable . Engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Event description:
Customer medwatch (B)(4) reports a frazier suction catheter was utilized during a spine surgery (l4-l5 decompression). The suction was in close proximity to the anspach drill and made contact with the drill bit, the contact must have had a sharpening effect on the suction tip. When the suction was applied to the dura in what is described to me as a very gentle tapping motion, a small puncture/tear of the dura was noted. The tear was repaired intraoperatively and the procedure concluded uneventfully. No impact to the patient's recuperation to date.